Manufacturer narrative:
To date, information suggests that this lead has not been returned to boston scientific. If new information would become available, then this report will be further evaluated and upated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead was unsuccessfully attempted for implant. A non-bsc lead was ultimately successfully placed. After implant, the patient was placed into intensive care. It was reported that the implanting physician had tried for over an hour to implant the new lead, but could only get it in 70% of the way, due to the patient's tight venous anatomy. During the prolonged procedure, air had entered the patient's chest cavity which had to be suctioned out. The patient was also noted to have a hematoma under the surgery site, but a hematoma does not pose reasonable risk to the patient.